Manufacturer narrative:
(B)(4). D10: cocr fem hd 40mm type 1 +9mm. Item: 010001032. Lot: 6101505. The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to pain. During the procedure, the liner was discovered to be in two pieces. The small piece was outside of the shell, and the larger portion was still in shell. The liner and head were revised. It was confirmed that no further information could be provided.